Event description:
It was reported that a connector associated with the ilet supply cracked during a supply change, and the family subsequently removed the broken connector from the ilet for continued use. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fracture of the connector/coupler with stress-related issues identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.